Event description:
The customer obtained a non-reproducible lower than expected vitros glu result (< 20 mg/dl) from a single patient sample processed on the vitros 950 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros glu result was not reported out of the laboratory as an expected result (120 mg/dl) was obtained upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros glu result was obtained from a single patient sample processed on the vitros 950 chemistry system. An ocd field engineer made adjustments to the cm shuttle fingers to return the instrument to expected operation. Following these actions, acceptable vitros glu performance was observed. The investigation was unable to determine a definitive root cause. However, an instrument related event or a reagent issue could not be ruled out as contributing factors. The root cause of this event is unknown.